Event description:
During a ptca procedure, the physician noticed that the marker bands were outside of the balloon. The device was withdrawn and the procedure was completed using another of the same device. No patient injuries or complications were reported.